Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. Therefore, not explanted. Additional concomitant product - healon pro lot#: ue31597. Phone: (B)(6). Device evaluation: product evaluation has not been performed because the product was not returned as the suspect lens remains implanted and no foreign material was returned for analysis. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a perfect preparation as per directions of use (dfu) of the zct100 lens, the doctor implanted the intraocular lens (iol) and discovered a little blue string. Through irrigation/aspiration (I/a) she was able to remove it. The surgeon kept the healon pro, the cartridge and the alcon tubing set with particle somewhere in it as well. No patient issues are being reported. Through follow-up we learned that the surgeon considers only the lens and the cartridge as suspect. It was confirmed that material is not returning. No additional information was provided.